Event description:
Gauze lining of tampax pearl tampon fell off the tampon and stayed inside of me while the rest pulled out. Spent 4 days in the hospital with toxic shock syndrome. There is no reason this gauze lining needs to be on the tampon. I was diagnosed with strep a in my blood on friday and found the gauze on sunday when I went to the bathroom. I have the piece of gauze that came out of me still and almost died. We need safer options for women.